Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized for the peritonitis event. On an unknown, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). At the time of this report, antibiotic treatment was discontinued, the patient was discharged from the hospital and has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, ongoing) and ceftazidime injection (1gm, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.